Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad issue. Customer stated that buttons were takes time before the insulin pump reacts they had change my tubing and reservoir change their sensor. No harm requiring medical intervention was reported. Customer stated that it started last night they got first got insulin flow block and got it 3 times and then it was not accepting the calibration. Customer stated that buttons were takes a little longer to press. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input and insulin pump was not exposed to a change in altitude. The device will be returned for analysis.